Manufacturer narrative:
The complaint description indicates that the global ap reamer and the global ap osteotome have a length mismatch that forces the blunt tip of the osteotome down into unreamed humeral canal. This situation then cause a split in the humerus as the osteotome pushed outward on the unreamed canal. The instruments were not returned for analysis, so only dimensional analysis on the instrument drawings was possible. A tolerance stack shows that with the reamer at least material condition (lmc) and the osteotome at most material condition (mmc) there would be a potential for 0.0025 inches of circumferential interference along the length of the reamed shaft. When the depth markings on the reamer and the osteotome were advanced to the same point on the resected surface there was no length interference but there is potential for a radial line of interference at the point where the reamer steps down to a narrower diameter. This single line of interference is 0.0025 inches and would not cause the effect indicated in the complaint description. The complaint is unconfirmed. The surgical technique is not overly explicit concerning the target height of the depth marking on the reamer. It is possible that the reamer was advanced only to the point where the depth mark was level with the top of the resection rather resting at the resected surface itself. Monitor via trend analysis (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient received a global ap stem and cta head. After the wound was closed a c-arm was brought in to do a routine check. A crack in the humerus was noticed near the tip of the stem. After taking a close look at the instruments after the case, it is believed that the "cookie cutter" was too long and went more distal to where the reamer had reamed. Thus causing a log splitting effect.

Manufacturer narrative:
The device associated with this report was not returned. A two-year search of the complaint database found two complaints for this issue from the same surgeon. Preliminary risk assessment (B)(4) was conducted on (B)(6) 2015 and determined no patient risk. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.